Manufacturer narrative:
Common device name: fad stent, ureteral.

Event description:
According to the initial reporter, patient had two rms stents placed then in 8 months came back with hydronephrosis. It was reported that the patient underwent an additional procedure to have both stents replaced.